Manufacturer narrative:
(B)(4). Product code: phx. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that gray impactor was found cracked/broke at the tip after the case. No additional information is available. No adverse event was reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided picture confirms the part number. No definitive statements can be made about the condition of the product. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies related to the event were found. Root cause was unable to be determined. Visual examination of the returned product found it to show signs of use; scratches, nicks, gouges and strike marks. Inspection confirms the impactor pad has fractured and not all the pieces were not returned. The features of the fracture surface visually align with an overload fracture failure mode. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.